Event description:
Healthcare professional reports poor correlation of act-lr results with the hemochron signature elite microcoagulation system during a cardiac ablation procedure in the electrophysiology lab. Comparative tests were performed on three elite instruments generating results of 331, 241, and 255 seconds. Target time: >300 seconds. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot number was not provided. Customer tested with three elite instruments, serial numbers: (B)(4). Method: actual device not evaluated. Process evaluation performed on the instruments. No related ncmrs identified. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.